Event description:
According to the reporter, during a femoral nail procedure, the surgeon was inserting the nail using the insertion handle. The surgeon rotated the handle to reposition the nail and then when malleting, the anti-rotation tab on the handle broke off. The surgeon confirmed that the broken fragment was suctioned. Surgeon used another handle and completed the procedure with no problem. There was no harm to the patient as fragment was retrieved. This is 1 of 1 report for event #(B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of device history records for manufacturing revealed no complaint related issues. Product development evaluation stated that the alignment tang sheared off almost flush at its base and was not returned for evaluation. Brown discoloration was noticed around the laser etched part number, lot number, and synthes symbol. There were minor scratches on several areas of the instrument. A design change was made to add a radius to the corner of the tang to reduce the stress concentration in this region to address the tang shearing off the insertion handles. The returned insertion handle was produced in october 2006 prior to the design change.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.